Manufacturer narrative:
Concomitant medical device: 5076-45 lead implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance which triggered a rv tip to rv coil lead impedance warning. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the rv lead remains is use. No patient complications have been reported as a result of this event.